Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that her blood glucose is 66 mg/dl and her insulin pump buttons are not working. She stated that she was trying to program her insulin pump, but the keypad is not responding. Advised customer that the insulin pump will need to be replaced, to discontinue use of it and revert to backup plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.